Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer powered up and interrogated with no errors, however the customer experience was confirmed in the error log. The hard drive was reconfigured and the software reloaded. Analysis also found the system fan to be noisy and it was replaced. (B)(4).

Event description:
It was reported that the programmer displayed an error during an interrogation. The programmer was cycle powered and the error cleared. However, when the interrogation resumed, the screen on the programmer went blank and the error appeared again. The interrogation was completed with another programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.